Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. Transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device and the global transmitter final functional test was performed and the transmitter passed with no deficiency. Share data log was reviewed and passed with no deficiency. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed. The root cause could not be determined post investigation.